Event description:
Healthcare professional reported left side deflation. Additionally, healthcare professional reported "crease/folding of implant" and "particles in valve." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side deflation. Additionally, healthcare professional reported "crease/folding of implant" and "particles in valve." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening on the valve, and white particles in the inner shell. A leak test and microscopic analysis were performed which identified a cracked opening. Based on the device analysis the final assessment was a cracked valve seat of the diaphragm valve, and wrinkles/creases were observed but had no relationship with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.